Event description:
Rptr had a plastic surgeon remove both silicone gel breast implants on 12/17/93. Before surgery, the physician looked at her most current mammogram (within 6 mos). The right implant appeared intact; however, when the implant was removed, it was found to have been ruptured. She is concerned about how long it was ruptured and if any silicone escaped into her body, and what damage her body received. She wonders what long-term health problems she will have and what she can expect. She was assured when she received the implants that they were completely safe. Another concern is the fact that the rupture was not evident in the x-ray. She had a closed capsulotomy. The physician attempted to crack it by hand. He was not successful and there was bruising and torn breast tissue. The right breast became infected after the surgeon operated on both implants to relieve the closed capsulotomy. Eventually the right implant was removed to allow the infection to heal. The implant later replaced, sub-pectorally. There were 3 surgeries on her left breast: initial placement of implant, release of closed capsulotomy, and removal of implant. There were 7 surgeries on her right breast from the initial placement of the implant to removal of the implant. Nipple sensation was lost in both her breasts. The right breast has always been sore to the touch, particularly in the nipple area. She frequently experienced a stinging sensation in the right breast. To date, she has had chemical reactions to ampicillin, duricef, keflex, and sulfa drugs. These reactions consist of rashes, fever, painful swollen joints, swelling in the facial area, and back and neck aches. Her right breast is disfigured. On 2/28/94, she went to her physician because of a fever she had had for 4-5 days. The only symptoms were a lower back ache and the presence of protein in the urine. For the last 4 yrs, 3 physicians ordered blood tests to monitor the blood level of thyroid medication. Six blood tests were done. The conclusion was that something in her blood was "fouling" the tests. They could not get an accurate test. She was then referred to an endocrinologist. She has experienced heart palpitations for the last 10 yrs. The cardiologist has conducted extensive tests to determine the reason. The palpitations are unexplained to date.